Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the medical equipment field representative dropped the device and then when it was interrogated, the device displayed a gray battery status bar. The device was not used and another was implanted. No patient complications have been reported as a result of this event.